Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 drawing(s) referenced: n/a as found condition: two concerto devices were returned for analysis within a shipping box, within their opened concerto outer carton, within individual resealable plastic biohazard pouches, and within their introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the introducer sheath. The concerto pusher was found broken near the break indicator with the release wire fully retracted out of the pusher. The proximal segment and the release wire were not returned for analysis. The coin was found fully retracted out of the lumen stop. The shield coil was found undamaged, and the implant coil was already detached and not returned for analysis. Conclusion: the second concerto was found with the pusher break, the release wire retracted, and the implant detached as expected by the detachment subassemblies. It is possible this device was the replacement coil used after the first concerto had resistance within the micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that a concerto coil would not advance in the microcatheter. It was noted that the device was prepared as indicated in the instructions for use (IFU). The coil was replaced to complete the procedure. It was noted that there were no abnormalities reported related to the patient's anatomy. There was no harm or injury to the patient associated with this event.